Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to 15 mmol/l (270 mg/dl) with presence of ketones (0.3 mmol/l) while wearing the pod. According to the patient's legal guardian, insulin leaking was observed while the patient was wearing the pod. When removed from the infusion site, the pod's cannula was found bent. As treatment, a new pod was applied.

Manufacturer narrative:
The cannula was observed to be bent/ kinked and a tear in the exposed portion of the soft cannula was observed. A leak test was conducted successfully; a leak was observed coming from the observed cannula tear. The timing and cause of the observed cannula tear could not be determined.